Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the blue button reacts like black button, no coag. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: top plate damaged, stand off broken. The repair of the device was however declined and was returned to the customer unrepaired. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in the (B)(6) that the blue button reacted like black button; and that there was no coagulation on the vapr vue wireless footswitch device. During service evaluation, it was determined that the top plate was damaged and the stand off was broken on the device. There was no procedure nor patient involvement reported. No additional information was provided.